Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information - it was reported that the right ventricular and left ventricular leads were explanted and replaced.

Event description:
Additional information - it was reported that the left ventricular lead had dislodged prior to explant, contributing to the loss of capture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12608, related manufacturer reference number: 2017865-2021-12609 it was reported that the implantable cardioverter defibrillator had an alert for non-sustained oversensing episodes. Review of remote transmissions revealed intermittent right ventricular capture. The patient presented to clinic for interrogation, which revealed that the left ventricular lead was not capturing on any vectors. The device was reprogrammed to address the issues and to turn off left ventricular pacing. Lead revision was discussed but did not occur. The patient appeared in stable condition.